Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a routine device check, the patient reported feeling occasional extracardiac stimulation from the left ventricular lead. No programming changes were made as the patient preferred to keep the programming as it was. The patient was seen several months later and had continued minimal extracardiac stimulation. The left ventricular lead was then reprogrammed to resolve the issue the lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.